Event description:
A customer contacted global technical service (gts) regarding the fill volume not going over 8000ml on the home choice (hc) during dwell. The care giver (cg) realized that the supply bags were connected wrong and reconnected them. Gts assisted with ending therapy and advised to let the nurse know about reconnecting the bags. Product surveillance (ps) spoke with the hp?s nurse who said that the hp mentioned he made a mistake with the setup but did not mention that he had disconnected and reconnected bags. The writer recommended a review of proper procedures and the nurse agreed. The nurse said the hp was continuing therapy without complications. A sample is not available. The patient was involved but there was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint for the use error of disconnecting and reconnecting supply bags was not confirmed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The root cause was use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted if any additional information is received.